Event description:
Pt on ventilator. Respiratory therapist came into room, found family holding trach tube to the trach collar, ventilator alarming. Found trach tube had broken off in front of the white plate; unable to keep trach locked in place. Respiratory therapist had trach changed. Tubing for the cuff and inflate cuff prevented the broken trach tube from slipping into the pt's trachea. Dates of use: 2009. Diagnosis or reason for use: #1 - respiratory failure, #2 cardio-pulmonary arrest.